Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned/non-emergency treatment, which was completed as planned by resetting the geometry. The philips field service engineer (fse) inspected the system on-site and confirmed that the system's c-arm was unable to perform geometry movements. A review of the log file showed several errors supporting the issue. Upon troubleshooting, the fse found that the geometry was locked out. Resetting the system down to the breaker did not resolve the issue, and the fse checked the logs and found that the tilting potentiometer was causing collisions and violations in the system. The fse replaced the tilt potentiometer and performed c-arm moment, current, and force calibrations, but the system would not pass all bodyguard and force calibrations. To resolve this issue, the fse replaced the bodyguard and force sensor. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned by using the same system, with no impact on the procedure, the patient, or the user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.